Event description:
It was reported that a button alert occurred with a tandem mobi device. There was no adverse impact to the customer's blood glucose level. The customer decided to turn off the pump and declined further technical support. Reportedly, the customer reverted to alternate method of insulin therapy.